Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. No cosmetic damage noted.

Event description:
Customer reported receiving a motor error alarm during bolus. It was reported that the customer uses the sensor feature on the insulin pump. Customer's current blood glucose reading is 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.